Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner. The manufacturer is in the process of following up with the physician to obtain further information on this event. Not yet determined if device available.

Event description:
On june 12th 2017 the manufacturer was notified through patient tracking of a mitroflow dla size 25 valve that was implanted on (B)(6) 2014 and explanted on (B)(6) 2017. After 2.7 years implant duration. A carboseal valsalva ascending aortic prosthesis cp-023 was implanted. No further information has been received to date.

Manufacturer narrative:
The partial manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla25, s/n # (B)(4), were pulled and reviewed by quality engineering at (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla25 mitroflow aortic pericardial heart valve at the time of manufacture and release. The manufacturer was unable to obtain additional information regarding this event. As the device is not available for return, and no additional information was provided, the root cause of the event cannot be determined. If additional information becomes available at a later date, appropriate investigative actions will be taken. Device not available for return.